Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared to address the issue. Additionally, it was reported that the customer was unable to install the cartridge on the pump, and that it would not fit. Reportedly, customer loaded a new cartridge successfully onto the pump and resumed insulin therapy to address the issue. Customer's blood glucose level was 320 mg/dl.